Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(4) was not observed as all samples met specifications.

Event description:
It was reported that bd microtainer® pst¿ tubes with lh (lithium heparin) had clotting